Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator (ins) for movement disorders. It was reported that the rep was getting a message on the clinician programmer that the voltage may not be delivered as expected. Impedances were measured at a normal check-up and there were high impedances on several contacts on the right side. It was noted there was no reason to suspect previous issues. It was also noted the patient had an increase in parkinsonian symptoms, but the patient¿s physician reportedly indicated this was suspected to possibly be related to disease progression. No further complications were reported. Left side programmed at c+, 2; 3 v and c+, 3-; 1.8 v (normal impedances) right side programmed at c+, 4-, 5-; 3 v; 60 microsecond pw c-4: 1438 ohms c-5: 2074 ohms c-6: 6525 ohms c-7: 8278 ohms 4-5: 1236 ohms 4-6: 5412 ohms 4-7: 7368 ohms 5-6: 4274 ohms 5-7: 6403 ohms 6-7: 4743 ohms

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient was seen for the first time in (B)(6) 2017 and by november the ins had to be replaced as it reached end-of service (eos) much sooner than expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the cause of the low impedance was unknown. The hcp reported that the patient's battery was depleted and had since been replaced. No further patient complications have been reported as a result of this event.

Event description:
A healthcare provider via the rep reported that the patient's symptoms were thought to be related to the use of double mono-polar mode. The patient had no clinical manifestations of the high impedances and was allegedly asymptomatic. The patient was doing very well with no change in their symptoms or mobility at the time of a physician follow-up phone call. It was noted they would try to use a mono-polar mode at the patient's next visit. No further actions were taken regarding the high impedances. It was also noted that the physician, not the rep, interrogated the patient's device. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that at a recent visit the patient still had high impedances on c<(>&<)>6, c<(>&<)>7, 4<(>&<)>6, 4<(>&<)>7, 5<(>&<)>7 all between 4000-6000 ohms. There were also low impedances on c<(>&<)>4 with 655 ohms, c<(>&<)>5 with 655 ohms, and 4<(>&<)>5 with 490 ohms.